Event description:
It was reported that the home patient (hp) did not connect their transfer set to the patient line securely and it resulted in the line becoming disconnected during dwell 1. The technical service representative (tsr) advised the hp to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. A disconnection had occurred between the transfer set and the patient line which was due to the patient not connecting them securely. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.